Event description:
Event description guidant received information that a patient with this implantable cardioverter defibrillator (ICD) received a shock while securing his son in a car seat. It was reported that this patient has had atrial-ventricular (av) node ablation, a history of complex atrial arrhythmias and has been pacer-dependent since the ablation. It was also noted that the patient experiences atrial fib/flutter almost constantly. The episode indicates pacing inhibition occurred as well as oversensing due to noise. The reported clinical observations could not be recreated in the office with valsalva, pocket manipulation, or positioning the arms in front simulating the motions when the shock occurred. All impedance values were reported to be normal. Electrogram (egm) strips were faxed to technical services for review.